Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis; cause was unknown. Customer received an insulin drip to address blood glucose levels. Customer released from the hospital 4-5 days later with no permanent damage.